Event description:
I have been using the abbott freestyle libre 3 continuous glucose monitoring system for over a year. In the last 6 months I have experienced faulty sensors no less than 5 times. The sensor falsely reports a low blood glucose level (~50) when actual glucose levels are confirmed (by finger stick and labcorps results) to be 150 or higher. My hgba1c is elevated now and was previously well controlled. The customer service line located in the (B)(6) has documented this problem and replaced the faulty sensors however, the replacements are no more reliable than those returned. I have requested to speak to a clinical person in customer service to gain an understanding of the r&d risk analysis results but they acknowledge that there is no clinical person on their team. This product is expensive and not reliable and prescribing practitioners should be notified of how unreliable the results are as patients respond to inaccurate readings and jeopardize their health. Please advise the number of complaints against this product. Reference reports mw5160271, mw5160273, mw5160274, mw5160275.